Event description:
It was reported the patient had his scs ipg replaced because the patient was experiencing pain at the ipg site due to migration. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
A patient experiencing ineffective therapy was reported to abbott. The patient was requesting a lead revision. Patient stated the stimulator has been working quite well. It's the ipg site that's been causing back pain due to weight gain, and it's pressing against the patient's ipg when they sit down causing discomfort. The ipg was relocated. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.